Event description:
Pt was undergoing a laparoscopic nissen fundoplication. During the procedure, the endostitch product misfired and broke half of an endo stitch into the tissue. Once the device was closed and then reopened, the needle did not transfer to the other jaw. The suture had released from the device completely and was imbedded in the wall of the stomach. A small amount of traction was applied to the suture and the suture was withdrawn. Needle was no longer attached to the suture. Device was inspected, half of needle was still grasped in the device jaws. Inspection did not show needle in wall of stomach. An x-ray was taken. It was determined that the piece of endostitch could not be retrieved. Surgery proceeded.